Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt implanted with aris mesh on (B)(6) 2006. Later pt experienced erosion, infection, pain, and urinary problems.